Manufacturer narrative:
Other text: additional contact information: (B)(6).

Event description:
Information was received indicating that a defective cassette caused pump to alarm high pressure with both pumps. No additional adverse effects were reported. Per reporter no further details were provided.